Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be damaged cannula. The damage appeared to have occurred during the MFR process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 475 mg/dl less than 24 hours after the pod was activated. There were no additional bg level, carbohydrate count or insulin dosages provided.